Event description:
It was reported that a customer experienced a recurring cartridge alarm 20 during pumping over the past week. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support confirmed the problem and arranged to send the customer a replacement pump with updated software, while providing training resources. The customer will use multiple daily injections (mdi) as a backup therapy and was instructed on pump storage and return procedures.